Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings:the pump powered on to a dim/faded and discolored display screen. The contrast was increased to the maximum setting, with little improvement observed. Unrelated to the display issue, investigation revealed that the keypad cover was torn around the up arrow and down arrow buttons, exposing the button contacts. No other keypad button defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 05/02/2014.